Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2016, the patient came to the clinic for a routine visit. The patient's lactate dehydrogenase on review was 759 u/l. The patient was readmitted on (B)(6) 2016 for further evaluation. Additional information was requested, but was not provided.

Manufacturer narrative:
A correlation between the device and the reported increase in the patient¿s lactate dehydrogenase level could not be conclusively determined. The device remains in use supporting the patient and no further related events have been reported at this time. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.